Manufacturer narrative:
Device not being returned.

Event description:
Approximately two and a half months post hvad implantation, this patient expired after experiencing cardiorespiratory arrest secondary to septic shock. Prior to implantation the patient suffered congestive heart failure (chf) exacerbation followed by ventricular tachycardia and arrest requiring emergent venoarterial extracorporeal membrane oxygenation (va-ECMO). The patient was weaned from ECMO to bivad support prior to being implanted with the hvad device. The post-operative course was complicated by on-going pneumonia and inoperable mesenteric ischemia. The patient's family requested comfort care with no medical intervention and the patient subsequently expired. The cause of death is cardiorespiratory arrest secondary to septic shock. No autopsy was performed and the pump was not explanted. The peripherals were discarded by the site per protocol. The treating physician reported that this event was not related to the device.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient died in the hospital of cardiorespiratory arrest and septic shock following lvad implantation. The hospital course was complex starting with ventricular tachycardia (vt) arrest and extra corporeal membrane oxygenation (ECMO). ECMO was then converted to bivads which were then further converted to lvad. Following the lvad, this patient suffered pneumonia and inoperable mesenteric ischemia. The family elected to withdraw support. The pump remained implanted and was not returned to the manufacture for analysis. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, cardiac arrhythmias, respiratory dysfunction and sepsis are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.